Event description:
Procedure type: gastrectomy. According to the reporter: during the procedure the device was used orvil + eea21. Could not attach to the anvil of orvil eea; at present the problem that the orvil did not fit with the eea21, the surgeon had to improvise with the orvil and the anvil of the instrument in order to proceed with surgery without changing the laparoscopic approach. This resulted in a two hour longer operating time and performing a new seam. It was necessary to change the procedure. No reinforcement material was used in conjunction with the stapling device. There was unanticipated tissue loss as a result of the problem they had to make a new seam.

Manufacturer narrative:
(B)(4).